Manufacturer narrative:
Information contained in this report was previously submitted through 410psr on (B)(6)2015. The event of anaplastic large cell lymphoma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "intracapsular rupture". "Local inflammatory reaction". Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to (B)(4) has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Healthcare professional reported via regulatory agency left side "intra capsular rupture with bizarre local inflammatory reaction." Pathological markers have not been provided. Device has been explanted.